Event description:
While wearing the sound processor, the patient reportedly experienced sound percept problems followed by no sound percept. The patient was seen at the clinic for device evaluation. External equipment was exchanged. However, the problem was not resolved. Surgery was scheduled to explant the patient's c1 device.